Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the patient has been experiencing pain in his pectoral region on palpation and injection with a syringe for 6 hours, as well as an absence of venous return, also appearing at 6 am on (B)(6) 2025. No pain on passing the infusion or any leakage observed in the dressing at 8am, so the infusion is kept in place. 12pm: the patient calls us to report that he is wet around the PICC-line. We checked the valve with a syringe injection, no leakage around the valve but still pain on injection. Checking of the PICC-line dressing by opening the dressing as there is a saturated algostérile plate at the insertion point, re-testing of the permeability with the syringe, discovery of a leakage at the insertion point. Doctor informed: request for removal of the PICC-line following removal of the PICC-line, discovery of a crack on the internal tubing of the PICC-line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter tubing was confirmed. The product returned for evaluation was a 4fr sl powerpicc. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed between the 3cm and 5cm markings. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 's' shaped split. Granular fracture surface texture (typical of tearing failure modes). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.